Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the balloon did not inflate for it has leak and the valve seal was disengaged. A second device was used but the same issue persisted. A third device was used to complete the procedure. There was no patient injury.